Event description:
It was reported that p-wave measured low and capture threshold was high. Patient was asymptomatic. The lead was capped on (B)(6) 2017 during a generator change procedure due to normal eri. The patient was stable after the procedure and will be followed normally.